Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The united states of america customer reported inconsistent staining during performance qualification. It was reported the control slides were affected and the dab wasn't being rinsed off. The field service engineer (fse) found a significant air bubble in the syringe, potentially impacting aspiration of reagents. The fse repaired the instrument by removing the air bubble from the syringe which resolved this malfunction. The customer has an alternate instrument to continue staining. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.